Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to 685013, 685021 & 685024. The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 adaptor gave no power to the hemopro 2 jaws. Not sealing/cutting. They went through the process of changing out power supplies, cords, vh-4030, vh-3010, vh-4000 kits, and adapter. The problem ended up being adapter vh-4020. No patient effects were reported. Completed case by holding adapter close to generator and applying pressure.

Manufacturer narrative:
Trackwise #(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/ serial number was not provided and the specific product a lot/ serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.